Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in korea, republic of it was reported that the patient faced infusion set leak at the hub event on (B)(6) 2024 . No further information available .